Event description:
It was reported that the patient noted she "has had the interstim for about 11 months now, and I have to change it all the time, I've had to ever since it was put in". The patient noted: "sometimes I get it to where I don't have to get up more than 3 times a night, but then it will be good for a few weeks but then all the sudden I won't be able to control my bladder and I won't be able to make it to the bathroom. The least amount I have to get up and go is 3 times a night." Additional information received from the healthcare provider noted that there was a 50% or greater symptom reduction - 90% at visit in (B)(6) 2013. Reprogramming was needed. The healthcare provider was not aware that the patient turned up the stimulation. They hadn't followed up since (B)(6) 2013. The patient was coming in for reprogramming. It was noted that the patient was recovered without permanent impairment - the new program was working better.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0bdt2, implanted: (B)(6) 2013, product type lead. (B)(4).